Event description:
It was reported that a 42-year-old caucasian female who had 550cc mentor memorygel breast implants placed experienced several unexplained systemic symptoms post procedure. Bilateral breast pain, immune issues, abnormal blood work, hard bulges, hair falling out, mental disorders, and body aches. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The patient had an event with her previous set of implants reported under 1645337-2023-12173. See 1645337-2023-12229 for contralateral prosthesis report.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. H6 health effect - clinical code e2402: generalized illness. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device 7351594 number on (B)(6) 2023, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on october 15, 2023. In addition to the issues reported previously, the patient also experienced capsular contracture bilateral. Also, the patient underwent surgical intervention to repair an exposure at the incision site. Additional information was received on october 25, 2023. In addition to the symptoms listed in the initial report, the patient also experienced vaginal bleeding that required treatment with ablation. Reason for device explant and/or reoperation: exposure at incision site. Manufacturer¿s reference number: (B)(4).